Event description:
There are several ankle screws, plates and rods in my left ankle. I was reinjured (B)(6) 2012 and I am experiencing severe swelling, clicking, loosening of screws, and screws protruding through the skin. I am also experiencing severe pain and discomfort. Elevated chromium levels. The product is not stable in my leg and foot and I need to locate the manufacturer of the product.